Event description:
A customer reported issues with their pump, including the screen being slightly unresponsive to touch. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to participate in troubleshooting, and technical support chose to close the case without further action.